Event description:
The rotator broke during an angiographic procedure. Pressure 800 psi. There was no harm or injury reported.

Manufacturer narrative:
Device evaluation - the suspect device has not been returned for evaluation/investigation. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the evaluation is completed. Method - the device history record was reviewed, complaint data base was reviewed. Conclusions - a follow-up report will be submitted when the device evaluation has been completed.